Manufacturer narrative:
Internal complaint reference: case-(B)(4).

Event description:
It was reported that, after a tka procedure had been performed on (B)(6) 2013, the post of the patient on the polyethylene articular insert was found to have sheared off; broken post. This adverse event was addressed by revision surgery on (B)(6) 2022 to exchange the lgn xlpe ps insert sz 7-8 15mm. Current health status of patient is unknown.

Manufacturer narrative:
H3, h6; the associated device was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The device was found to be fractured along the post, rendering the device inoperative. The fractured post was returned with the rest of the device. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. The clinical/medical evaluation concluded that the two photos provided supports the reported breakage, consequently, without supporting medical documentation the definitive root cause of the reported failure could not be determined. However, per the surgical technique for the legion tks, ¿conditons that tend to place increase loads on implants such as age, weight, and activity level, which are incompatible with satisfactory long-term result¿. Therefore, we cannot rule out the patient¿s body habitus of 315 pounds as a likely contributory factor to the reported failure. The impact to the patient beyond the reported revision cannot be confirmed nor concluded. Should any additional relevant medical information be provided, this case would be re-assessed. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we do not have reason to suspect that the product failed to meet any product specifications at the time of manufacture. A review of the risk management file and instructions for use document revealed this failure mode was previously identified. The anticipated risk level is still adequate. Assessment of historical escalated cases concluded that there are no prior actions related to this device and failure mode. A contribution of the device to the reported event could be corroborated as the device shows signs of damage/wear. Possible causes could include but not limited to traumatic injury, patient anatomy or abnormal loading of limb. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor future complaints and investigate as necessary. We consider this investigation closed.